Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. An attempt to duplicate the failure mode was not made since at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. The device history record of the batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and to determine the root cause. The customer complaint cannot be confirmed due to the lack of a product sample to perform a proper investigation and to determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that suture was retained during capio deployment. The bullet dislodged from the suture. The patient's condition was reported as fine.